Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer interface issue. A field service engineer replaced the drawer interface to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and was not detected on the communication bus. The customer reported that the malfunction occurred when the user was trying to issue the medication to patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.